Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
The lead was returned in two segments. Externalized conductors due to internal insulation abrasion were found at 13.2-15.5cm from the distal tip. The silicone insulation was abraded and the rv conductors were visible. The rv cables were not damaged at this area of internal insulation abrasion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.